Event description:
Same patient as MFR #s: 2134265-2012-06516, 2134265-2012-06517, 2134265-2012-07110, 2134265-2012-07111, 2134265-2012-07112, 2134265-2013-00190, 2134265-2013-00191. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. The de novo target lesion being treated was located in the ramus. The lesion was 80% stenosed, 2.5mm in diameter and 25mm long. The lesion was treated with direct stent placement using a 2.25x16mm and 2.5x16mm ion stents in an overlapping fashion. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced chest pain. In-stent restenosis was discovered in the ramus. The patient was treated with cutting balloon angioplasty and placement of a 2.50x8mm ion stent, a 2.25x16 promus element stent and a 2.5x8mm promus element stent. In (B)(6) 2012 the patient experienced progressive angina. The patient was later hospitalized in (B)(6) 2012. The patient had in-stent restenosis of the ramus and left circumflex (lcx) artery. The patient was treated with a 2.50x20mm promus element stent in the lcx and two ion stents (2.25x16mm and 2.50x16mm) in the ramus. Medication was also given to treat the event. The patient was discharged the following day. In (B)(6) 2012 the patient again presented with "continued angina." Angiography revealed 85% diffuse restenosis of the ramus. The patient was treated with an unknown type drug eluting stent. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, following placement of a 2.25x12mm promus element stent and dilation with a 2.5x8mm quantum apex balloon catheter, a "step down" was observed distally in the ramus branch which was treated with nitroglycerin.

Manufacturer narrative:
(B)(4).